Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed and the battery voltage was found to be at the beginning of life level. High power visual inspection determined all soldier joints were intact. The rf wake-up periods were monitored while the device was subjected to varying temperatures, telemetry was normal and it was determined that crystal operation is not sensitive to temperature, therefore the rf wake-up is not the cause of the telemetry issue. The cause of the no-telemetry could not be established as after a reset the telemetry was normal.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was successfully interrogated prior to the implant procedure. When the device was handed to the physician for implant, the wand was changed and scanning to find the device was performed without this s-ICD being detected. Re-interrogation was attempted and three different wands were used for multiple interrogations without success. Reportedly, the wands and programmers were capable of detecting and interrogating other devices but not this one. As a result, the physician decided to remove this s-ICD and it was unable to be interrogated even after it was removed. A new s-ICD device was successfully implanted as replacement. Upon technical services (ts) review, it was observed that the s-ICD programmer session is incomplete and the device files were requested to provide further information. It was also recommended to consider performing a magnet reset when facing telemetry challenges as this can restore the device function. The session files review is still waiting to be completed. No adverse patient effects. The s-ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The device case was removed and the battery voltage was found to be at the beginning of life (bol) level. High powered visual inspection of the internal integrated circuit component determined all solder joints were intact. The rf wake-up periods were monitored while the device was subjected to varying temperatures; telemetry was normal and the crystal frequency measured as expected. Next, an oscilloscope was used to measure outputs and during use, the probe connected with two closely spaced pins resulting in a short. The s-ICD underwent a reset as a result of the short and; subsequently, telemetry began to function normally. Attempts to elicit the original telemetry issue were unsuccessful and, as such, the root cause could not be determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was successfully interrogated prior to the implant procedure. When the device was handed to the physician for implant, the wand was changed and scanning to find the device was performed without this s-ICD being detected. Re-interrogation was attempted and three different wands were used for multiple interrogations without success. Reportedly, the wands and programmers were capable of detecting and interrogating other devices but not this one. As a result, the physician decided to remove this s-ICD and it was unable to be interrogated even after it was removed. A new s-ICD device was successfully implanted as replacement. Upon technical services (ts) review, it was observed that the s-ICD programmer session is incomplete and the device files were requested to provide further information. It was also recommended to consider performing a magnet reset when facing telemetry challenges as this can restore the device function. The session files review is still waiting to be completed. No adverse patient effects. The s-ICD was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was successfully interrogated prior to the implant procedure. When the device was handed to the physician for implant, the wand was changed and scanning to find the device was performed without this s-ICD being detected. Re-interrogation was attempted and three different wands were used for multiple interrogations without success. Reportedly, the wands and programmers were capable of detecting and interrogating other devices but not this one. As a result, the physician decided to remove this s-ICD and it was unable to be interrogated even after it was removed. A new s-ICD device was successfully implanted as replacement. Upon technical services (ts) review, it was observed that the s-ICD programmer session is incomplete and the device files were requested to provide further information. It was also recommended to consider performing a magnet reset when facing telemetry challenges as this can restore the device function. The session files review is still waiting to be completed. No adverse patient effects. The s-ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.